Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the 66 devices to be returned was just samples or did this devices present the issue (pull off suture needle)? Please confirm: the 66 sutures are the same product code/lot code of the suture that was popping off. They are unused but the hospital just had me pull the whole lot code since multiple of the other sutures all popped off. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-09517, 2210968-2022-09518, 2210968-2022-09520 and 2210968-2022-09521.

Event description:
It was reported that a patient underwent a c section procedure in 2022 and suture was used. During the procedure, it was reported that the needle kept popping off when they were trying to close. Another like device from a different lot was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.